Event description:
It was reported that the customer was hospitalized for high bgs and dka. Troubleshooting was performed. The alarm history revealed an alarm. Explained that high bg is most often caused by a site/set occlusion. In addition, the nurse stated that customer might have been drunk on camping trip. It was indicated that the pump was found at the end of the tent and the cannula was full of dirt. The family member removed the batteries and programming was erased. A self-test was performed and the device passed the functional testing. Assisted the nurse to program the pump clock and basal rates.